Event description:
It was reported that patient underwent an ankle trauma procedure on (B)(6) 2012. During the procedure, as the surgeon was attempting to tighten the connecting bolt, it was noted that the end of the bolt had fractured and had been retained inside the phoenix nail. The procedure was completed after a delay of more than half an hour had occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number identification necessary to review manufacturing history was not provided.